Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015, to report on behalf of the patient that the sensor inserted on (B)(6) 2015 failed prior to calibration with a physical defect to the sensor that the patient could not identify. Distributor referenced the picture in the description of failure, which shows a broken cannula protruding from the sensor pod. There was no reported injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The sensor pod is expected to be received for device evaluation but has not yet been returned to dexcom; however, a picture of the sensor pod was provided. The picture indicates a broken cannula stuck within the sensor pod. A root cause failure analysis could not be conducted as the product has not yet been returned. A follow-up report will be submitted upon completion of device evaluation.